Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the image acquisition system (ias) software application would not boot up, and an error message was encountered. The customer has not approved repair of the system at this time, so no additional findings possible. No parts have been replaced or returned.

Event description:
A site representative reported that the imaging system would not fully boot up. It was reported that the image acquisition system (ias) pendant displayed a message stating that the ias and mobile view station (mvs) were not connected. There was no patient present when this issue was identified. No additional details were provided.